Event description:
No harm to patient. Surgeon using coblator wand to perform tonsillectomy. Ent [ear, nose, and throat] surgery resident noticed that the coblator wand had more smoke coming from it than normal. Attending surgeon agreed. Device was removed from the surgical field and a new wand was opened. Surgeons tested the wand and found that the new one was producing a normal amount of smoke.